Event description:
During surgery, two broach handles broke causing an hour delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of this results of this investigation once it has been completed.